Manufacturer narrative:
It should be noted that MRI exposure is contraindicated when the pump contains drug solution. Internal complaint number: (B)(4).

Event description:
On (B)(6) 2015, an MRI scan was ordered by the patient's primary physician for knee pain. Prior to the MRI scan, the drug was not removed from the pump and the flow rate was not set to 0 mg/day as required by the instructions for use (IFU). After the MRI scan, the patient began to experience seizures and was admitted to the hospital. The patient subsequently expired.